Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left essure device is seen at the fundus of the uterus extending into the myometrium towards the surface of the uterus without visualization of extension into the left adnexa') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left essure device is seen at the fundus of the uterus extending into the myometrium towards the surface of the uterus without visualization of extension into the left adnexa/migration') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). At the time of the report, the embedded device and endometrial ablation outcome was unknown. The reporter considered embedded device and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: pfs received. Event endometrial ablation was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.